Event description:
Bilateral breast contracture with rupture of the left implants and siliconomas of the left breast within the breast capsule. Bilateral total capsulectomy. Exchange of implants and removal of siliconomas of the left sideinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, other, other, invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other, other. Invalid data - on device destroyed/disposed of status.